Event description:
It was later reported that step taken to resolve the return of symptoms was noted as change stimulation made it stronger.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that all of sudden patient could not quite make it to bathroom but can feel the urge. It was reported that patient was not feeling stimulation while therapy was off. The stimulation was turned on but did not resolve the reported situation. It was reported that patient was on 5.8 volts and on program 4. The patient was going to wait a day or two and see if her symptoms resolve but if not she will follow up with the doctor. The patient experienced incontinence and loss or change of therapy. It was noted it started sometime last week. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.